Event description:
It was reported that a lead safety switch occurred on (B)(6) 2017, on the competitor right atrial (ra) lead connected to this pacemaker. The field representative was going to discuss checking the ra lead and setting it to sense in bipolar and pace in unipolar configurations. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This report is being sent to update the evaluation conclusion code.

Event description:
It was reported that a lead safety switch occurred on the competitor right atrial (ra) lead connected to this pacemaker. The field representative was going to discuss checking the ra lead and setting it to sense in bipolar and pace in unipolar configurations. No adverse patient effects were reported. At this time, the pacemaker has been explanted without additional allegations and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to update the evaluation conclusion code.

Event description:
It was reported that a lead safety switch occurred on 16 august 2017, on the competitor right atrial (ra) lead connected to this pacemaker. The field representative was going to discuss checking the ra lead and setting it to sense in bipolar and pace in unipolar configurations. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.